Event description:
False negative urine hcg alleged for one patient two times. On (B)(6) 2015, the patient had gone to the ER. She had a positive urine quantitative hcg test (details of that kit are unknown). Customer said a quant was performed, and she read off the results as <200,000. Customer's office verified the quantitative test was performed and the result was 163,281 mlu/ml. On (B)(6) 2015, the patient went to the customer's office to follow up. They received a negative urine hcg test. The test was repeated on new device from another kit of same lot with same sample, and it was also negative. The patient was transferred to the ob clinic. No further details are known. No adverse events reported.

Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 3 high level of hcg urine controls (201.8 iu/ml, 202.6 iu/ml and 248.5 iu/ml), all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.